Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment that device could not power on. Analysis also noted that the main printed circuit board (pcb) was contaminated, the output connector assembly was broken, the hanger assembly was broken, a capacitor was damaged on main pcb, upper case was contaminated and broken, the keypad flex was contaminated, the encoder assembly was contaminated, four knobs were contaminated, the lower case was contaminated, the main seal was contaminated, the display was contaminated, display frame was contaminated, four display grommets were contaminated, insulator label was contaminated, four display frame screws were contaminated, four encoder nuts were contaminated, one case screw was contaminated and six main pcb screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to power on. The epg has been returned to service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.